Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. Unit was monitored and no unexpected audio/beep alarms were noted. Unit received with cracked case at display window corners, reservoir tube lip, and battery tube threads. Unit received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm. Customer's blood glucose level was 60 mg/dl. She treated her low blood glucose with candy. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.